Manufacturer narrative:
Philips has confirmed with the site that the system is no longer in use and that the camera is scheduled to be removed. A new camera will be installed. (B)(4).

Event description:
Issue was reported to philips on (B)(6)2009. A third party service group has reported the following: the safety circuitry on the cirrus ect gama camera was bypassed by a previous service vendor. No serious injury to pt or operator was reported.